Manufacturer narrative:
The product has been returned and the investigation is pending. A follow-up report will be submitted once additional information is obtained. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor¿ message and was unable to obtain readings. As a result, customer experienced sweating and had to be awaken out of his sleep, requiring third-party administration of oral glucose tablets provided by their wife for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor¿ message and was unable to obtain readings. As a result, customer experienced sweating and had to be awaken out of his sleep, requiring third-party administration of oral glucose tablets provided by their wife for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. An attempt to scan the sensor and extract data using approved software was unsuccessful. The sensor was further investigated and de-cased. Liquid contamination was observed. The sensor was sent for further investigation and corrosion caused by the liquid ingress was observed on the pcba (printed circuit board assembly). The retuned battery was measured to be 0.3v, which is less than the specification of 1.4-1.6v. Liquid ingress can corrode the copper traces of the printed circuit board (pcb) increasing resistance and causing the pcba's components to malfunction. Liquid ingress on the battery can also cause the battery to rapidly drain, where it can no longer send power to the sensor. Therefore, this issue is confirmed due to liquid ingress. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download.